Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data shows the pod ran for 46 pulses, all of which occurred during first prime. The pod was deactivated by the user at the end of first prime. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would have prevented the cannula from completing activation and deploying as intended. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.

Event description:
A patient reports having a pod with a cannula that failed to deploy at initial activation.